Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was an issue with patient leak display and not reaching peak levels. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. During diagnostics, the biomed performed pressure and flow testing and noted that the airflow measured 1.2 slpm when set to 0, indicating a flow measurement discrepancy. Based on these findings, replacement of the flow sensor assembly was recommended. Per the good faith effort (gfe) response received, the flow sensor was replaced, which resolved the reported issue. Leak readings now display correctly, and the device has been returned to service. The ventilator passed all required performance verification tests per philips standards.